Event description:
It was reported size 4/0 pga suture breaking during normal procedure. (Lot# 181017-60). The distributor has been contacted several times and hasn't provided details of the event. If additional information is received a supplemental MDR will be submitted.